Event description:
The patient reported they were implanted today, and they were feeling some discomfort in legs and in the pelvic area. It was noted that it was shooting down their leg like an electrical shock traveling down their leg. The patient was also experiencing palpitations in the vaginal area. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the discomfort in the patient's leg and vagina was palpitations and was numbness. The patient turned it off and their daughter turned it back on to level 4. The patient didn't have any medications until (B)(6) 2016 and had surgery on (B)(6) 2016. The step taken to resolve the patient's issues was that they turned it to level 4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.